Event description:
It was reported that shortly after this patient underwent an open heart surgery, this right atrial (ra) lead was suspected to exhibit loss of capture. The device was checked and an increase of the pacing threshold measurements was noted. Three days later, lead dislodgement was noted when the patient was brought to the catheterization laboratory. This lead was explanted and a new ra lead was successfully implanted. It was suspected that the surgeon accidentally dislodged the lead during the recent open heart surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix mechanism was in a retracted position and dried blood/tissue was noted around the helix. Inspections of the terminal pin assembly found no anomalies. Visual inspection also found cuts in the outer insulation and in the suture sleeve likely due to explant damage, and environmental stress cracking was also identified. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was completed without difficulties, indicating no blockage in the lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that shortly after this patient underwent an open heart surgery, this right atrial (ra) lead was suspected to exhibit loss of capture. The device was checked and an increase of the pacing threshold measurements was noted. Three days later, lead dislodgement was noted when the patient was brought to the catheterization laboratory. This lead was explanted and a new ra lead was successfully implanted. It was suspected that the surgeon accidentally dislodged the lead during the recent open heart surgery. No additional adverse patient effects were reported.